Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was around 500 mg/dl and she was sick. Customer believes that she changed her infusion set on tuesday but the history shows it was changed on (B)(6) 2016. Customer stated that her blood glucose was 55 mg/dl yesterday and at yesterday's dinner, it was at 208 mg/dl. Customer stated that she had someone to help her. Customer was puking and was concerned because she had given 12 units of insulin and didn't know where it had gone. Customer did not want to bottom out. Customer confirmed that the date is showing correctly. Customer declined troubleshooting for highs and low as her blood glucose is now 130 mg/dl. Customer was advised to monitor the pump. Customer also had air bubbles and her blood glucose was 469 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that the air bubbles were a bit bigger than a champagne bubble. Customer declined troubleshooting for air bubbles in the infusion set.